Event description:
Customer called to report the belt clip broke. Blood glucose reading was 420 mg/dl. The customer broke the belt clip when he rolled over it while sleeping. Advised that the belt clip will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.